Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('much heavier than normal monthly bleeds / the blood gushes for the first 2-3 days') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced menorrhagia (seriousness criterion medically significant) and abdominal pain ("cramps in my sides"), 3 years 3 months after insertion of essure. Essure treatment was not changed. At the time of the report, the menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain and menorrhagia to be related to essure. The reporter commented: consumer stated that she needed to have a follow up x-ray to determine any movement in the devices. She also stated that this heavy monthly bleeding coincided with no longer having the 3 monthly pill depot. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.